Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support (cts) and there was a blockage in the tubing. Customer changed the tubing to address the issue. Reportedly, the customer is using apidra insulin. Cts informed customer that apidra is off label per the user guide. Customer's blood glucose was 237mg/dl.